Event description:
After 73 months of inplantation, this pacemaker was removed because it was reported that the device was not pacing. It was also reported that the device was switched to single chamber pacing which resulted in eol.